Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs. No add'l info is available at this time. The devices are not available due to the ongoing litigation.

Event description:
It was reported that allegedly, "the pt underwent a total right hip replacement in (B)(6) 2004." It was further alleged that, "the pt began experiencing pain about a yr ago and has been experiencing "clicking" for the past two months in his right hip."